Event description:
Additional information was received that patient also experienced discomfort at ipg site of the cervical system and the ipg was protruding. Surgery occurred to explant and replace the ipg to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain patient weight.

Event description:
It was reported that patient experienced pain at ipg site of the cervical system. Surgery may occur to address the issue.